Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A graphical user interface (gui) light emitting diode (led) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue was isolated to damage due to power surge; however, the source could not be determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the graphical user interface (gui) display on a 980 ventilator went blank. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the gui monitor. The se performed calibrations and extended self-testing on the device and all tests passed.